Manufacturer narrative:
(B)(4). Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse and non-statistical trends identified. Based on this data, the product is performing as intended and no product issues were identified. Additional testing was performed with a retained reagent kit of prism hcv, lot number 59133li00 was tested in a specificity setup. All values were within specifications. Additionally, a review of field data was performed with regards to the repeat reactive rate for lot number 59133li00 which was within the package insert 95% confidence interval. A review of labeling concluded that the issue is sufficiently addressed. A review for nonconformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences noted. Based on the evaluation, prism hcv reagent lot number 59133li00 is performing acceptably.

Manufacturer narrative:
Multiple patient identifiers are (B)(6). This report is being filed on an international product list 6a52, that has a similar product distributed in the us, list 6d18. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated approximately 21 to 23 (B)(6) prism hcv results were generated each week that were nat ultrio (B)(6) and confirmatory on roche e411 (B)(6). Two examples were provided ID (B)(6) generated repeatedly (B)(6) prism hcv results ((B)(6)) but did not confirm. ID (B)(6) generated repeatedly (B)(6) prism hcv results ((B)(6)) but tested roche e411 (B)(6). No impact to patient management was reported. No specific patient information was provided.